Event description:
It was reported that therapy worked really well for the patient's urinary symptoms but the patient had bloating and was having trouble ¿pushing¿ and wasn¿t able to complete a bowel movement. It was noted that the patient didn¿t take miralax for the first half of the trial because she had diarrhea from the cipro she was given. The reporter indicated that ¿one of the wires¿ broke. It was further reported that the patient no longer had the trial going on but when she was she had trouble emptying her bowels as noted previously. The patient reportedly ¿broke a wire¿ the day prior to the report and had it clipped off in the middle of her back. Since the trial ended, the patient was no longer bloated. The patient wasn¿t sure if it was because of the cipro the patient was given right after surgery which caused her to get really bad diarrhea and was subsequently taken off miralax. The patient ended up getting back on ¿half miralax¿ because she was worried her stool would get too hard. The reporter indicated that the patient had ¿a lot of motor response¿, that is, buzzing down her leg. If the patient turned stimulation up to 2v, her "toes would crinkle and her foot would thump". It was noted that the patient¿s healthcare provider (hcp) was waiting to see what the patient decided to do before removing the temporary lead that had been clipped off. The patient thought she had just the temporary lead put in but reprogramming was attempted while the patient was on the trial. It was unclear what that meant. Follow-up with the patient¿s healthcare provider indicated that the cause of the event was unknown but was attributed to the extension which reportedly broke. The implantable neurostimulator (ins) was implanted on (B)(6) 2013. No hospitalization was required and the patient outcome was no injury.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID 3889-28, lot# va09b9j, product type lead. (B)(4).